Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 115 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No motor error alarm noted. The motor passed the motor test. The device was received with minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.